Event description:
According to the reporter: following an operation at bath clinic, the device caused massive infection/vaculitus, resulting in the loss of the bladder when problems were dealt with after a long illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2002-(B)(6) 2003 - trouble post removal of catheter, hiatus hernia, painful rash on right side, urinary symptoms, eua, repositioning of catheter, occasional stress leak, indurated vagina around the level of the bilateral paraurethral incisions, granulation tissue around the place, and indurated suburethral tunnel, vaginal disorders, pain and tenderness in the right iliac fossa and suprapubically, abscess in the area of the exit of the suburethral tape on the right side. First mesh revision surgery: (B)(6) 2003 - underwent cystoscopy and removal of suburethral tape.